Event description:
It was reported that the pt was experiencing a shocking or jolting sensation all the way down her right leg on (B)(6) 2011. The shocking had first occurred once in (B)(6) 2010. During the event (B)(6), the pt received a shock in her left shoulder and left leg while sitting in her recliner. The pt turned off the neurostimulator at that time. The device was interrogated, a CT scan was ordered, and an eeg was conducted. The healthcare provider informed the pt she should turn her device back on at a low level. The pt was still unable to "lift" her left leg. There was no known accident or incident related to this event. Add'l info has been requested but was not available as of the date of this report. Refer to MFR report # 3004209178-2011-05173.

Manufacturer narrative:
(B)(4).